Manufacturer narrative:
H4: the lot was manufactured form february 22, 2021 - february 23, 2021. H10: three (3) actual samples were received for evaluation. Visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. No particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags (near the fill port area). This was identified before use. There was no patient involvement. No additional information is available.